Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp and a supplemental report will be sent if this information is provided to us.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) generated a false "blood detected alarm" while in use on a patient. The customer rebooted the pump per the help screen instruction,s but the pump would not respond to the start command or any other keypad commands. The customer switched to another iabp and resumed the patient therapy. No patient injury or harm was reported.